Event description:
Caller reported professional system blood glucose result of 90 mg/dl, customer's aviva result of 220 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.